Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; reimplantation is planned for a later date (date unknown). (B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, the patient developed an infection and has a dislodged magnet. It is unknown whether there are plans to explant the device and to reimplant the patient with another device or to just replace the magnet. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.